Event description:
Additional information received indicated, patient underwent surgical intervention wherein both the percutaneous leads were explanted and replaced with a paddle lead. Reportedly effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report 3006705815-2021-04325. It was reported that patient experienced ineffective stimulation. Programming changes were made, and they were successful. Upon x-ray review, lead migration issue was confirmed. Patient denies any traumas or falls. A surgical intervention is anticipated in the near future. No additional information is available at this time.